Event description:
A customer reported that during a cataract procedure, the torsional setting was not operating. Add'l info was received indicating the cause was due to user error in picking the settings. The case was completed using the same handpiece and system. There was no harm to the pt.

Manufacturer narrative:
The company service rep examined the system and was unable to replicate the problem reported. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The facility biomedical tech stated that the reported event can be attributed to user error in picking the settings. The facility biomedical tech stated he will contact the company sales rep to add'l training. The root cause of the reported event was attributed to user error during the process in picking the settings for the system and handpiece. (B)(4).